Manufacturer narrative:
Device code (B)(6) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the manufacturing representative did not have a case date. The manufacturing representative assigned to cover the case was to send any explanted product back.

Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted, (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving prialt, concentration 25 mg/ml at dose 1.45 mcg/day via intrathecal drug delivery pump for non-malignant pain and complex regional pain syndrome type ii. It was reported that a dye study on the patient was scheduled for (B)(6) 2017. A nurse practitioner had filled the pump in (B)(6) 2017 and noted the expected volume was 3.4 ml and an actual volume of 9 ml was aspirated. The patient had a "soft swollen place just to the right of his spinal cord near the bottom thoracic area." The nurse practitioner ordered magnetic resonance imaging (MRI) at that time and awaited the results of the study before scheduling the dye study. The patient reported no falls, accidents or near falls. The dye study occurred (B)(6) 2017. The catheter access port (cap) was accessed by the doctor using a cap kit, and the doctor was unable to aspirate any fluid. The doctor attempted to inject radiopaque dye into the catheter and there was resistance to injection of the dye with no evidence of extravasation into the tissue. No myelogram was performed. The patient has had "ha" which gets worse when upright and has had "n/v" over the "last month." A catheter revision was planned and would be scheduled. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.